Manufacturer narrative:
D4 catalogue#: unk - spectrum. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a 24-hour infusion at very low rates, they seem to have fluid left in the bag where it can take up to 2 additional hours to infuse the remaining fluid during therapy at the bone marrow care area. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.